Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- there is a clear loosening and anterior subsidence with dislocation of the tibial component visible on the CT scan. The talus is not so clear as the quality of the CT scan is poor. However, it is definitely not substantially migrated. Clinical information is provided and speaks of an aseptical loosening. Therefore, it is likely, that it is patient related due to poor bone substance. Based on investigation the issue is most likely caused due to patient related factor i.e. Poor bone substance. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening.